Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Evidence of noise was found on rv lead during follow-up. Lead evaluation recommended. No adverse patient events were reported. Lead remains implanted. Should additional information become available, this file will be updated.